Manufacturer narrative:
G3 updated with corrected date of event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 978a128, implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative (rep) reporting that patient has pain around coccyx after implantation of the leads (double micro implant). Therapy works well for her retention complaints, but the patient experiences pain current. The patient did not fall and nothing special. Impedance checked and it was normal; palpation with no inflammation; no shocks felt. Tramadol was taken for pain, lower amplitude and different programs done. Patient will switch off micro during the night, two nights per side. Coming monday, (B)(6), she will see the nurse. It was reported that rep will join patient in follow up. There was no surgical intervention that occurred. The issue was not resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event. Additional information was received on 2021-feb-10 from a healthcare professional (hcp) stated that the left implant was painful. Lead on left side seemed to be moved. They will hav e surgery once possible (due to covid all elective surgeries are postponed). Recharger light was orange and did not work anymore. Error message 1707 was seen. The patient visited the outpatient clinic this morning. They assisted remotely and also consulted tech team. In agreement with tech support, they did a recharger reset by pushing the switch on/off button 20-40 seconds. Put the recharger on the docking station. After one minute took the recharger from the docking station and tried it out. It seems to work properly the patient also noticed that the connection between double micro implant and communicator goes more difficult. She thinks that the double micro implant has moved a little deeper. If this worsens, double micro implant pocket revision would be an option, since there will be a lead revision also, it could be done at the same time. No further patient complications are anticipated or expected as a result of this event.